Event description:
The customer reported that the insulin pump had physical damage. Customer stated that there was a crack in the corner of the screen, back of the insulin pump and side of the reservoir. Customer stated that the insulin pump is still working but not sure if it will be a problem later. Troubleshooting was done. Customer's blood glucose was 110 mg/dl. Customer stated that she banged the insulin pump into something and she still can read the screen. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot and a cracked display window.